Manufacturer narrative:
This report is submitted august 14, 2018.

Event description:
Per the clinic, the patient experienced pain and poor performance leading to device non use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device.